Event description:
Customer reported she has a cracked reservoir window. Customer's blood glucose is 263 mg/dl. She treated with a bolus. Customer is unsure how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.